Manufacturer narrative:
Synthes is unable to determine the date of manufacture. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
During a clinical investigation it was reported that a pt in (B)(6) implanted with norian drillable during a trial on an unk date experienced a possible reaction to the implant. Pt complained of pain during follow up period on (B)(6) 2011 and was hospitalized with inflammation and possible infection. Pt had a re-operation, a culture was taken and found negative. Pt was treated with antibiotics. This is two of two reports for this event.